Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient experienced a loss of therapy due to failure to recharge their ipg for approximately 3 to 4 months. As such, the patient's ipg was no longer able to communicate with external devices and was subsequently confirmed inoperable. Reportedly, the patient¿s programmer displayed an ipg communication error message. Troubleshooting did not resolve issue. Surgical intervention may be taken at a later date to address this issue.

Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6) 2018. Company representative confirmed ipg inoperability due to ¿end of life.¿ reportedly, issue has been resolved and patient has effective therapy.